Manufacturer narrative:
(B) (4). Method: device history could not be reviewed without a serial number. Results: the conduit was not returned for analysis. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without return of the conduit for analysis, no conclusions can be drawn on the performance. Based on the comments from the physician, it is likely that a patient/prosthesis mismatch influenced the clinical observation.

Event description:
Medtronic received information that this bioprosthetic valved conduit was abandoned after implant due to a high gradient (60mmhg). The patient was put back in pump and the valve was replaced with a larger size which decreased the gradient (30mmhg). There were no adverse patient effects.